Event description:
It was reported, the bronchovideoscope had the tip of the ultrasound where the balloon seats, was broken off. There was no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The event was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3, h4. Corrected date: b5. The device was returned to olympus for inspection and the reported failure of tip of the ultrasound where the balloon seats is broken off was confirmed. Based on the results of the investigation, the probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.